Event description:
It was reported that a spark in a disposable heated wire circuit in use at the facility was noted by a nurse while performing pt bedside care. The nurse went to the nurse's station and called the respiratory therapist on duty to come ckeck situation. The rt came in about 4 minutes and removed the circuit from the pt. There were no pt injuries. An fio02 of 40% oxygen was being delivered to the pt through the circuit at the time of the incident. The circuit had been in use for 5 days. The hosp policy is to change the circuit every 7 days. The circuit exhibits evidence of wire stress at the calbe tie, indicating that the circuit had been stretched or milked during use, contrary to the warning on the label. Testing performed to date has shown that when "milked", it is possible to break the wires. However, if the circuit wire does break it looses continuity and ceases to heat in essence functioning as a conventional circuit. This is a fail-safe failure condition. Simulated use testing has been conducted, but has been unable to recreate a fire. No evidence of hot spots or bunching of wires has been detected during the investigation. This is a preliminary report, the investigation is continuing.